Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged short battery issue was verified in the black box and duplicated in the evaluation. Review of black box data found evidence of short battery life with multiple low and replace battery warnings. The battery compartment was found to have cracked at the top and below the below the grip pad. Moisture contamination was evident inside the battery compartment and under the battery cap. A leak test showed leak at the battery compartment cracks. The pump powered on using the returned cap. A rewind/load/prime sequence was completed without issues. Electrical current draws were out of specifications. The pump casing was opened and additional evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.